Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during basal and bolus delivery. Customer stated that they continued to experience no delivery alarms even after a set change. Customer's current blood glucose reading is 296 mg/dl and has treated with a manual injection. No further information reported.